Event description:
It was reported that "doctor was using the rescue screwdriver without draw rod to remove a screw and the spring bar popped upon the plate."

Manufacturer narrative:
Sales rep states that the spring bar was pushed back in and the plate was implanted. The aviator surgical technique states that "if an implant is suspected damaged of defective, e.g. The spring bar is deformed, it must be replaced." Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.